Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced sensor error. The customer's blood glucose value was 102 mg/dl. The customer stated that the pump went into threshold suspend with sensor reading of 70 mg/dl and blood glucose of 109 mg/dl. The customer was not able to calibrate and received sensor error. The product was not returned for analysis.